Manufacturer narrative:
An event regarding instability involving an unknown trident shell was reported. The event was not confirmed. A visual, dimensional, functional, or material analysis could not be performed as the devises were not returned for evaluation. No medical records were received for evaluation. A review of the device history records could not be performed as the product lot number was not provided. A complaint history review could not be performed as no catalog or lot number was provided. The investigation concluded that the exact cause of the event could not be determined because further information is needed. No further investigation for this event is possible at this time.

Event description:
It was reported that there was instability and a liner exchange.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown shell, acetabular trident psl 52mm size e. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
It was reported that there was instability and a liner exchange.